Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One unused sample was returned for evaluation. Visual examination of the sample noted that the piston is not depressed. A luer lock syringe was used to access the device several times with no defects observed. The piston of the sample was extracted and examined for any damage, no damage was noted. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the valve was found shrunk before use. No injury reported.